Event description:
The device was used during a bullectomy procedure. Reportedly, the surgeon experienced difficulty in firing the device and bleeding was observed. The staples did not form properly. The surgeon applied another device and resected the malformed staple line. The hospital has reported that the patient's condition is satisfactory.